Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during a procedure for sarcoplasty the confidence cement consistency was not correct when mixed. The surgeon did not proceed with the cement. The procedure had to be ended due to no other cement being available. The patient was re-operated on (16) hours later. Patient outcome was unknown. This report involves one (1) confidence spinal cement system confidence kit spinal cement system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: photo review: photographic review will be done based on the supplied image(s) from the attachments located in notes & attachments section of the product complaint. The image(s) was reviewed and the complaint condition could not be confirmed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Visual inspection: the confidence kit, no needles (p/n: 283913000, lot number: 274970) was received at us cq. Visual inspection of the complaint device showed the cement had hardened within the collection device, and the consistency could not be analyzed. No damage to the returned components was identified. Functional test: a functional assessment was unable to be performed on the complaint device due to the cement having cured. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as the cement has hardened and the consistency cannot be analyzed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: product code: 283913000; lot : 274970; was electronically reviewed and no non-conformances. Were observed during the manufacturing process. The product was released on: 13.03.2020; qty: (B)(4). Note: cement is a purchased article, product code 183901001; batch 9354479. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.